Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) held a magnet over the device for greater than 30 seconds because the patient thought the implanted device was a pacemaker.